Event description:
The hcp reported that the patient had a neurostimulator implanted for gastroparesis in january, 2006, and had been reported to be doing well until developing acute apin resulting inthe patient being admitted to the hospital. The neurostimulator was reported to be adjusted at this point and the patient discharged from the hospital. The patient was referred to her implanting physician. No further information has been received at this time.

Manufacturer narrative:
H6: the device has not been explanted. If further information is received, a follow up medwatch report will be sent.